Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12398. It was reported the patient's atrial lead presented with noise noted on the transmission. There was also known right ventricular lead noise. No changes were made. The patient was stable.